Manufacturer narrative:
See attached failure investigation systems report numbers: note that with cessation of all mfg activities in december 2000, gambro renal products are no longer a medical device MFR. Please see add'l pages.

Event description:
The customer reported that a pt dialyzed in 2007. The pt's medical history was not provided by the clinic.